Event description:
Preop: patient suffered from severe back pain (activity). 2004 surgery to treat l3/l4 and l4/l5 segments. Six mos later back to riding horses with continued improvement. Ten months later return to activity, pt heard and felt a "pop" in the lumbar region, followed by pain. X-ray showed rod screw interface at superior left l3 screw had moved compared to postop and followup x-rays. Two months later, revision surgery, screw and pedicle inspected and found no damage. Blocker nut was replaced, segment compressed and blocker nut tightened.